Event description:
Revision surgery due to dislocation.

Manufacturer narrative:
The agent reported revision surgery due to dislocation complaint has been evaluated and is similar to report number 1644408-2019-01252; 499-28-005, s803: dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.